Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient woke up this morning and sneezed and had diarrhea run out of her. The patient stated that she cleaned herself up and then coughed and had the same results. The patient also noted that she didn't eat much, just bland foods, and today she had diarrhea again but this time made it to the toilet. The patient reported that it just gushed out of her. Troubleshooting attempts were made and the patient programmer showed stimulation was on program 2 at 2.4 volts. The patient increased to program 2 at 2.7 volts and felt stimulation in the butt and down the leg. The patient also called back and stated that she wanted to increase stimulation but she was not sure what side of the paddle should be against her implant. The patient successfully synced and her implant was on and it was reviewed how to increase stimulation. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that after the device was implanted it wasn¿t working as well as the previous one. They increased stimulation and it still didn¿t work so they increased stim again. It was now stated that they might have increased stim too much; it is working better but it ¿kind of hurts¿ in their ¿crotch,¿ but the pain isn¿t like they can¿t stand it. It was noted that their right leg feels weaker, like they should use a cane, and if they have been sitting or laying they can feel that the right leg is weaker. Troubleshooting included decreasing stimulation, and it was reviewed that if the pain doesn¿t improve they can decrease stimulation more. No further patient complications are anticipated or expected as a result of this event.